Event description:
It was reported that during a robotic laparoscopic colon procedure, a vascular injury to iliac vessels occurred during optical entry with the device (port side was lateral to umbilicus). The trocar "tunneled" emerging more retro peritoneal and vascular injury resulted. The surgeon stated that the trocar was intact and no components of the trocar were cited as faulty. The initial procedure was cancelled. Case converted to emergency (B)(4) laparotomy. A (cvt) doctor was called in to repair iliac vessels. The patient lost about 1500l of blood. Five units transfused (three packed cells, two ffp). The surgeon remarked that the patient was lucky to be alive. Total procedure time was estimated at two hours. The doctor does not fault the trocar, but references this as a product related injury. One device was discarded.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. Multiple attempts were made to the surgeon to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Who was inserting the trocar? Did the trocar malfunction in any way? How is the patient currently? Is the patient expected to have a full recovery?

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.